Manufacturer narrative:
The electrode lot number and the expiration dates were requested but not provided. The customer changed all the electrodes including the reference electrode. They primed the ion-selective electrode (ise) reagents (30x), activated the electrode, and recalibrated but the qc was out of range. They then disabled the affected ise line (ise2). On the initial service visit, the field service engineer (fse) inspected the module and found the vacuuming of the dilution vessels to be insufficient. He then changed the vacuum valves and replaced the vacuum nozzles. He also found that the affected ise 2's flow path was impeded. He attempted to decontaminate the flow path but this did not resolve the issue. He noted that ise 1's vacuum was within specifications. On follow-up service visits, he found an issue with one of the solenoid valves (sv). He decontaminated the vacuum lines which resolved the issue. He replaced the sv and performed adjustments. He performed ise checks with successful results. He performed precision checks (30x) and the results matched with the other ise. The customer performed calibrations, qcs, and precision tests with successful results. The investigation determined that the last calibration performed on 15-jun-2023 was within specifications but noted a data flag in the calibration for chloride. The investigation determined the qc recovery was within the customer¿s established ranges. The customer verbally confirmed that no qc issues were noted. There was no indication of a performance issue with the reagent. The investigation determined that the alarm trace contained "calibration>compensated limit ise 2", and "abnormal aspiration alarm" on (B)(6) 2023; and an ise noise alarm on (B)(6) 2023. After service, no further issues were reported by the customer.  The investigation determined the service actions (replacement of the solenoid valve and decontamination of the vacuum lines) resolved the issue.

Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated that their ion-selective electrode (ise) results did not match. The reporter was able to provide one example of discrepant results. The initial results were not reported outside of the laboratory. The reporter noted that the initial result was low which prompted the rerun of the patient sample on their other module. The initial sodium result from the module was 123 mmol/l. The repeat result from the other module was 141 mmol/l. The initial potassium result from the module was 3.6 mmol/l. The repeat result from the other module was 4.7 mmol/l. The reporter did not know which result was deemed correct during the time of the call.